Event description:
It was reported that a patient underwent an aortic arch repair on (B)(6) 2022 and suture was used. During the procedure, the suture got split in the aortic arch replacement surgery. Besides, suture broke. Changed another two to continue the surgery, the same problem happened. Another like device was used to complete the procedure. There is no report on patient's injury. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis: this is an analysis of two photos submitted for review. During the visual analysis the following was observed: the photographs show a winding former with two deformed needles with the suture damaged. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified. Related to:2210968-2022-05624, 2210968-2022-05626.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 8/15/2022. H6 component code: g07002 no device problem found. H3 investigational summary: one unopened sample of product code hs6857 sample (a) was returned to ethicon for analysis sterile. Upon initial inspection, of the sample, no external damage was observed on the packet. This product code is double-armed. Visual inspection was performed on the sample, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to no defects observed during the evaluation. Functional test was performed using an instron and the tensile strength force was above the minimum requirement. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: one unopened sample of product code hs6857 sample (b) was returned to ethicon for analysis sterile. Upon initial inspection, of the sample, no external damage was observed on the packet. This product code is double-armed. Visual inspection was performed on the sample, and no defects were detected. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to no defects observed during the evaluation. Functional test was performed using an instron and the tensile strength force was above the minimum requirement. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 08/02/2022. H6 component code: g07002 -device problem not found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 investigation summary: one unopened sample of product code hs6857 sample (a) was returned tfor analysis. Upon initial inspection, of the sample, no external damage was observed on the packet. This product code is double-armed. Visual inspection was performed on the sample, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issue related to no defects observed during the evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related to:2210968-2022-05624, 2210968-2022-05626.